Event description:
It was reported that the ilr (implantable loop recorder) is continuing to undersense. The caller noted that there was undersensing last time but they had went the wrong way on programing and now there were lots of asystole and brady episodes recorded. The irl remains in use as the sensitivity was adjusted and the patient will be checked in a month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).